Event description:
The customer reported being in the hospital with low blood glucose of 42mg/dl. The customer believes the cause of the event was not eating and still wearing the insulin pump. The caller mentioned that the insulin pump alarmed motor error. Assisted the customer to clear the alarm. Troubleshooting was performed, and the caller was unsure if the drive support is damaged. Instructed the customer to run the displacement test and the test passed the second time. Reviewed the programming and found that the fixed prime amount was set at 3.3 units. Helped the customer to change the fixed prime to 0.5 units. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.